Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged plug was confirmed, and the cause appears to have occurred during use. One 20fr tri-funnel replacement device was returned for investigation. Residue was observed throughout the length of the inner lumen of the tri-funnel device and the balloon exhibited an orange discoloration in the material, which confirms that the sample was used. It was reported that the device was used for 30 days. The tip of the large plug was missing from the device, which affected the retention properties of the plug/port fit. A microscopic examination of the plug cross section revealed a glossy and striated surface, which is indicative of a sharp instrument cut. Due to the evidence of extended use and sharp instrument damage, it appeared that the damage to the plug occurred while in use.

Event description:
It was reported that the funnel cap would not close since just after the device placement. Despite the malfunction in the cap, the device was used for 1 month. No patient injury was reported.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the funnel cap would not close since just after the device placement. Despite the malfunction in the cap, the device was used for 1 month. No patient injury was reported.